Manufacturer narrative:
(B)(4). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received unfired without sterile packaging and with both gripping surface damaged making the reload nonfunctional and the package was not returned analysis. No functional testing was performed due to the condition of the reload. The event reported was confirmed, however, no conclusion could be reached as to how the reported event occurred as the reload was not received inside its sterile package. However, the condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that before an unknown procedure, it was found the cartridge was broken off before the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.